Event description:
It was reported that the implant was removed due to imposing on the ian (inferior alveolar nerve).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (imposed on the inferior alveolar nerve). However, measurements were taken and the device was determined to be within design specifications. X-ray or picture was not provided. No pre-existing conditions were noted on the product experience report (per). The patient was reported to have had 'moderate density (type ii) bone'. The reported device had been placed on tooth #18 for approximately 2 weeks. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to imposing on the ian (inferior alveolar nerve). The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.